Event description:
The dr reported observing a metal particle in the pt's eye during irrigation and aspiration of a routine phacoemulsification procedure. The particle was retrieved and there was no harm to the pt.